Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise resulting in oversensing was noted when it comes to the right atrial (ra) lead and pacemaker. The issue was suspected to have started since mid (B)(6) 2017. A request for review was requested. A patient follow up was booked. No adverse patient effects were reported. A review by engineering noted the minute ventilation mv signal was present in ra channel and also in evoke response channel (for automatic threshold events.). The ra impedance was constant and no out of range values were seen. Ts also discussed some recommendations and noted that if noise is recreated affecting sensing, detection, and device timing on the atrial channel further investigation is needed including potential lead replacement. Additional information noted that the device was reprogrammed and no further actions were taken.